Manufacturer narrative:
Medwatch field d4. UDI number (B)(4).

Manufacturer narrative:
The patient sample was provided for investigation and the results obtained by the customer could be reproduced. It was determined the sample contained evidence of endogenous interfering substance(s) that would considerably decrease the recovery of total psa. Due to the limited sample volume, the nature of the interfering substance(s) could not be investigated in more detail. A psa isoform which can not be completely detected by the elecsys total psa assay was not found in the sample. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys total psa immunoassay and the elecsys free psa immunoassay on a cobas 8000 e 801 module. The free psa value was greater than the total psa value. No incorrect results were reported outside of the laboratory. This medwatch will apply to the free psa assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the total psa assay. The sample was tested on the e 801, resulting in a total psa value of 4.87 ug/l and a free psa value of 6.71 ug/l. The sample was treated with human anti-mouse antibodies and repeated on the e 801, resulting in a total psa value of 4.95 ug/l and a free psa value of 6.82 ug/l. The sample was tested on a siemens analyzer, resulting in a total psa value of 5.4 ug/l and a free psa value of 0.5 ug/l. The sample was also tested on a beckman analyzer, resulting in a total psa value of 0.4 ug/l and a free psa value of 0.7 ug/l. The serial number of the e 801 analyzer is (B)(4).